Event description:
The customer reported that the machine is not switching on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the machine is not switching on. There was no pt involvement. A philips field service engineer evaluated the device. The issue was resolved by replacing the energy select switch.